Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes.

Event description:
It was reported that abutment screw fractured.